Event description:
A customer contacted beckman coulter, inc (bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the reference range generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the physician. Because the sample was not available for re-testing, the patient had a subsequent sample drawn. The testing on the subsequent sample produced a result within the normal reference range and better matched the patient's clinical picture.

Manufacturer narrative:
The sample was received from a satellite facility. Qc is performed once daily and was within specifications during this event. Service was offered but was declined by the customer. A definitive root cause for this event could not be determined.